Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. There were no contact details available and therefore no follow-ups can be performed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on (B)(6)2023 and mesh was implanted. The patient experienced mesh exposure and required two surgeries to the vaginal vault. The first surgery was in (B)(6)2025 and the second surgery was completed on (B)(6)2025 (2x2cm mesh removed). The mesh leaflet dated (B)(6)2021, states that this mesh is not to be used for gynecologic procedures. The patient reported ongoing pain. Impact on life, mental health, physical health and work financial costs. The patient is now having to travel to see another surgeon for a consult about removal of the mesh and an alternative option for prolapse. It was reported that the mesh leaflet dated (B)(6)2021 states that this mesh is not to be used for gynecologic procedures. No further information available as reporter details have not been disclosed.